Event description:
It was reported that while the patient was undergoing hip surgery, a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to noise from electromagnetic interference. No intervention or reprogramming was done and the implantable cardioverter defibrillator (ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.